Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one (B)(6) cardiac ablation generator was received into the lab for analysis. Visual inspection of the returned rf generator indicated all input and output connectors are free of physical damage. Signs of heavy wear were observed on the chassis exterior. Inspection of the internal components revealed multiple dislodged components due to physical damage sustained in the field. No functional testing was performed due to the loose components detected within the chassis. The cause for the reported error message and subsequent cancellation was due physical damage to the generator. The action which resulted in the physical damage remains undetermined.

Event description:
During an atrioventricular nodal reentrant tachycardia procedure, an error was shown on all displays and the case was cancelled. The catheters were inserted in the patient and when the cable was connected, an error was noted. There were no patient consequences due to the cancellation and the case was rescheduled for the following day.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported error message and subsequent cancellation remains unknown.